Event description:
The distributor received this report on (B)(6) 2010 and forwarded the details to angiotech on 07/21/2011. A customer of this distributor experienced needles breaking during dental/oral procedures with two (2) separate pts. Both needles were retrieved with no associated pt injury. However, potential for injury exists if a needle were to enter a pts airway as a result of such a break.

Manufacturer narrative:
No samples were returned to the distributor or to angiotech for evaluation. Therefore, no testing can be performed. Method: the devices were not available for evaluation. No product evaluation can be performed. Results/conclusion: the devices were not returned to the distributor or to angiotech for evaluation. No product evaluation can be performed. Relevant portions of the device history records were reviewed and there were no corresponding issues identified during the manufacturing processes or at final inspection. To date, no other complaints have been received for the reported finished good lot. A definitive root cause for the needles breaking during procedures cannot be determined with certainty. (B)(4).